Event description:
It was reported that the patient underwent a lead replacement procedure due to an unknown reason.

Manufacturer narrative:
Event date: exact date unknown, event occurred few months ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 7085787/7085795/7085825.

Event description:
It was reported that the patient underwent a lead replacement procedure due to an unknown reason. Additional information was received that only one lead was replaced due to migration which resulted to loss of stimulation. The patient was doing well postoperatively, and the explanted lead was not returned as it was kept by the medical facility.